Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that medication leaked out of the bd solomed¿ syringe due to a cracked barrel. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that medication leaked out of the bd solomed¿ syringe due to a cracked barrel. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
After further review of complaint, customer has determined this complaint needs to be cancelled due to adverse event happening due to user error.